Event description:
As reported by the user facility: detailed inquiry description: this rn in room with another rn while setting up to give etoposide. Per chemo administration policy, ivanovic added a male equashield piece to lower y site of b. Braun primary line tubing (fluid line) before attaching chemo. When attached, fluids from primary fluid line began leaking at the y site juncture. It also pulled blood back up (no syringe attached) from the port to the y site and leaked blood. Line was clamped. Initial concern was that the male piece malfunctioned, so piece was removed and attempted to flush the line at the lower y site. The juncture started leaking again without the male piece attached so flushing immediately stopped and fluid line taken down. This resulted in new chemo fluid line being hung, and chemo being delayed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample was provided for evaluation. Upon visual inspection of the returned sample, it was decontaminated and leak tested, with no leakage detected. Backflow testing could not be performed because an equashield was connected to the spin lock connector and unable to be removed. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.